Manufacturer narrative:
(B)(4). We received one used, nearly completely filled easypump ii lt 100-50-s without packaging (contaminated with 5-fu) and one sample in original packaging. The used sample was taken to a visual inspection. Damages were not detected on the sample. The sample in original packaging was not tested by hc-pm complaint processing. In 'as-received' condition, the used sample was nearly completely filled. The white clamp was closed and the patient connector was closed with a red combi stopper. Further on, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) respectively at the red combi stopper. A functional test, respectively a leak test, was carried out. After opening the white clamp and waiting for a while, the pump worked (solution was running). Furthermore, we tested the flow rate of the used sample. Nominal: 2 ml/h. Actual: 2.0 ml in 1 h; 3.7 ml in 2 hrs; 5.6 ml in 3 hrs. During the test of the flow rate we did not detect any leaks at the sample. The inspected sample is in accordance with our requirements. We assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): pump did not empty completely.